Event description:
It was reported that the patient experienced pain at the spinal cord stimulation (scs) implantable pulse generator (ipg) site. The area was especially painful when pressure was applied to the site while charging the ipg. The physician assessed the patients pants line appears to push down on the ipg pocket site, causing the ipg to become a bit mobile and protrude. The patient was administered injections, and subsequently the pocket pain has resolved. The patient is feeling good and there is no further course of action.